Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump intermittently prompted the customer to fill cannula "randomly" outside of the normal load sequence. Reportedly, the customer disconnected from the site and filled the cannula to address the issue and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose level.